Manufacturer narrative:
Patient identifier not available from the site. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used during a sacroiliac and thoracolumbar procedure. It was reported that the initial navigated spin suddenly stopped part way through. The user checked all the connections and noted that they remained green throughout. There was no delay in surgical time, and no impact on patient outcome.